Event description:
Ventilator alarm sounding. Patient had copious amounts of secretions bubbling up out of nose and mouth covering entire face. Ventilator did not ring out unit wide until 3 minutes post- self extubation. Ventilator alarm sound was very faint, even when volume was turned up to maximum volume.